Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's pink ring and the rubber gasket was partially disintegrated and part of it broken off. She was highly concerned that it would soon not hold the reservoir at all. The back light has dimmed and letters are fuzzy. Buttons are hard to press. I offered her the help line, but she said she can manage fine. She was primarily worried about the pink ring. Customer's blood glucose level was not reported. The device was not returned.